Event description:
The manufacturer of a contact lens care cup for use with 3% hydrogen peroxide systems received a report from the mother of a 16 year-old male patient that his cup burst during use. No injury occurred; however, patient's contact lenses were damaged. The manufacturer has implemented corrective actions to prevent reoccurrence of this event.